Manufacturer narrative:
The correct aware date is 2019-05-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the device was not working due to motor failure. The handpiece could not be tested for temperature therefore the reported complaint of overheating could not be confirmed. The device was scrapped due to unrepairable damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had excessive heat. There was no patient or staff impact.